Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on his insulin pump. Replacing the battery did not clear the alarm. Customer's blood glucose was unknown. He stated, he had the device in a package and the buttons might have been pressed down. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.